Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the ventilator - servo-air. It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse events sustained as a result of the issue. Identification of issue has been done by analyzing problem description and device's logs and investigation on returned part. Based on the reviewed documentation, analyzes of the case and troubleshooting conducted by the technician, it has been concluded that the occurrence of pressure transducer test and flow transducer test failures on servo-air device has been related to part: expiratory pressure transducer printed circuit board (pcb). The failed pressure transducer pcb was returned for further investigation. Pressure transducer pcb measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement. Defective pressure transducer pcb may lead to high pressure. The evaluation of received device's logs confirms occurrence of pressure transducer test and flow transducer test failures. The flow transducer test failed with error code that indicates the expiration offset is not within the accepted limits and another error code which indicates that the expiration gain is not within the specs. The pressure transducer test (bre) failed with error indicating that the expiration offset could not be stored persistently - value out of range. The pressure transducer test (mon) failed with error indicating that the expiration offset is too high compared from factory default. The defectiveness of the expiratory pressure transducer pcb is also confirmed via logs where expiration offset does not reach the specified values: the returned pressure transducer pcb has been test on a ventilator and failed the pre-use check (puc): expiratory pressure transducer test- expiratory valve test, monitor pressure transducer test, breathing pressure transducer test. During simulated ventilation alarm: peep low appears. Measurements of zero pressure show a sensor drift. The wheatstone bridge measurements show no deviation. A microscopic investigation shows no particles that should affect the sensor pressure measurements. The pressure sensor is identified as the cause of the reported failures, however the root cause could not be determined.